Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the patient monitoring on all departments is running locally. There is a disk issue on the vmware storage. The device was rebooted. It is unknown if the device was in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and rebooted the whole patient informaton center ix (picix) server environment. The fse found that all the pic ix servers are residing on the central vmware storage. There was a storage malfunction, so intermittent outage of the storage caused all the server to reboot several times. After migration from all the servers to another storage cluster from the customer, the problem was solved. Based on the information available, the cause of the reported problem was the storage of the customer supplied clinical network (cscn). The reported problem was confirmed. This issue is no longer reportable as this is a customer supplied network issue and there was no malfunction of the philips device.